Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 161 mg/dl at the time of incident. Troubleshooting found that the pump also got wet and has moisture inside of the unit. The pump is unable to complete the self test and the pump is damaged. Troubleshooting advised customer to remove the battery for 10 minutes and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. With a test battery cap, the pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Moisture damage was found on the keypad traces. No moisture damage on the electronic assembly or motor was noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.